Manufacturer narrative:
Product analysis delivery system decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system returned with the external slider and tip capture release handle in the home position. An 8mm gap was present between the screw gear and clamping ring. The clamping ring was not in the home position. A kink was evident to the graft cover, middle member, and peek tubing, 6cm from the end of the graft cover. No resistance was noted when moving the tip capture mechanism and the t-bar. The handle was disassembled; residue was observed on the peek tubing. The silicone seal was removed; visual inspection confirmed a section of the seal had detached and adhered to the peek lumen. The reported deployment/expansion issue can be confirmed through analysis. Additional information received: the proximal end of the stent was deployed at the posterior edge of lsa (the intended area before s urgery). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: updated post completion of investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 390mm thoracic aortic dissection.  It was reported that during the procedure, the deployment steps were followed as per IFU. After the stent body was released in vivo, according to the steps instructed in the manual, after unlocking the tip capture release handle and pulling the tip capture release handle back , it was found that the tip capture release handle could not be pulled back. After many attempts, the surgeon still could not pull the tip capture release handle back which led to the failure to release the freeflo configuration normally. In order to successfully complete the surgery, the surgeon then disassembled the tip capture release mechanism and finally released the freeflo configuration successfully. The procedure was completed and the patient's vital signs were normal. As per the physician the cause of the event was a product quality problem, the stent delivery system tip capture release handle could not be pulled back after unlocking, causing the stent to not be released normally. No additional clinical sequalae were provided and the patient is fine.